Event description:
It was reported that this right ventricular (rv) lead exhibited low amplitude. The physician opted to explant and replace this lead and during the intervention it was mentioned that the patient experienced pain and discomfort. No additional adverse patient effects were reported. The lead has not returned.